Event description:
Various patients converted to using this device. Reports coming in from clinics, nursing - delivery much too fast, anywhere from 3-5 hours sooner than completion time. Using for fluorouracil therapy. Also reports of leaking around the fitter.